Manufacturer narrative:
Evaluation other = device history review found the product met specifications when released for distribution. Conclusion other = cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were flexible and intact. The free margin of the non-coronary cusp adjacent to the noncoronary left commissure was noted to be approximately 1 mm lower than the left cusp free margin. Note: per manufacturing procedure "characteristics, mosaic valve assembly, aortic and mitral: variation in free margin alignment: this is deemed acceptable due to the free margins lying parallel to one another. The free margin alignment varies with each porcine valve." All commissures were intact. Hydrodynamic pulse duplication testing demonstrated gradients that were higher than the historical baseline data. Regurgitant volumes were lower than historical baseline testing. High speed video during pulse duplication revealed full open and closure of all three leaflets. Upon valve closure, the left coronary cusp closed before both the right coronary and the non-coronary cusp. There was no evidence from the high speed footage that suggested a regurgitant jet. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Laboratory testing could not duplicate the clinical observation.

Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant. It was reported that after weaning from the bypass the echocardiogram confirmed a regurgitant jet. A paravalvular leak was suspected, so the surgeon attempted a repair and closed the chest. Another echocardiogram was performed and the regurgitant jet remained. The decision wa made to replace the valve.